Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient came into emergency room for an infection in the stoma and pain. Cultures of the stoma were positive with bacteria and fungus and the patient was treated with 875/125mg of oral amoxicillin / clavulanic acid every 8 hours and 1gm of oral paracetamol, 3gm daily every 8 hours. On (B)(6) 2019, a nurse reported that the patient presented a better stoma even though the amoxicillin / clavulanic acid was not taken correctly as the patient was skipping doses. The patient's stoma was assessed with very little outlet of purulent liquid, mild erythema, and presence of a small granuloma.